Event description:
One crutch reportedly broke at the bottom of two rivets that join the upper tubes to the lower center/height adjustment extension tube. This occurred while the user was walking towards an office desk and chair. Reportedly when the revit broke, the center tube was released at the bottom allowing it to swing up from weight bearing and caused the user to fall. When he fell, he hit his face on the leg/caster wheel of the chair. His glasses broke and he sustained cuts under one eye and to his nose and ear. He also bruised his shoulder and chest. He reports having blurry vision and seeing "floaters". He has a history of bilateral occular lens implants and was seen by his ophthalmologist for evaluation. A possible corneal tear was initially suspected, but he reports that his doctor told him that everything looks better and they will monitor his progress in a few weeks. He states he still sees "floaters" but his vision is clear. No additional information was available.

Manufacturer narrative:
The consumer works for a construction company. He states that while he was at the ophthalmologist's office, his co-workers "fixed" the crutches for him by removing all of the aluminum rivets and applying steel bolts. He continues to use the crutches. He was informed that the crutches were not designed/tested with different bolts and should not be used. We do not anticipate return of the crutches for evaluation.